Manufacturer narrative:
The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.

Event description:
It was reported to boston scientific corp that during a pelvic floor repair procedure using an uphold vaginal support system, the physician noticed that the needle was missing from the mesh leg assembly when he pulled it out of the ligament to reattempt the leg placement, since he "did not like" the initial placement. It is unk whether the needle detached inside or outside of the pt. The procedure was completed with another uphold vaginal support device, with no further complications to the pt, who is reportedly "fine" post-procedure.